Event description:
Same case as MDR ID: 2134265-2013-09036. It was reported that the catheter broke. A 180cm renegade hi-flo fathom system was selected to be advanced to the target lesion which was located in the hepatic artery. During a transcatheter arterial chemoembolization procedure (tace), it was noted that the outer jacket near the hub broke while the physician tried to advance the microcatheter into the target area. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation with the guide wire inside the catheter. The protective hoop was not returned. It was observed that the catheter was broken at 62 cm from the hub. Braid was exposed between 62 cm from the hub to 68 cm from the hub. The guidewire was stuck inside the catheter and could not be advanced through the catheter shaft due to the shaft being broken. A coating confirmation test revealed the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to advance/withdrawn the microcatheter from the patient anatomy most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09036. It was reported that the catheter broke. A 180cm renegade hi-flo fathom system was selected to be advanced to the target lesion which was located in the hepatic artery. During a transcatheter arterial chemoembolization procedure (tace), it was noted that the outer jacket near the hub broke while the physician tried to advance the microcatheter into the target area. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is stable.